Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. During a physical exam with another medical professional, the surgeon noted the shell of the left breast implant was palpable in the subglandular space and there was a significant right breast capsule with right breast distortion. She was diagnosed with bilateral capsular contracture of the breasts (baker grade ratings: left side - unknown, right side - IV). As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel xtra breast implants on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).